Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg34-j10u-us is available in the USA with a 510k number k200090 we checked the returned unit and confirmed that the ccd module cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the light guide fiber bundle (lcb) crushed, the remote control buttons cut, the down pulley wire worn out, the up pulley wire worn out, the left pulley wire worn out, the right pulley wire worn out, the bending rubber poor finish, and the operation channel hole at distal body connection; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).